Event description:
It was reported that the patient implanted with this defibrillation lead experienced lightheadedness. It was noted that the patient is pacer dependent. Oversensing was observed which resulted in pacing inhibition of approximately two seconds. Review of the rhythm strip showed what appeared to be cross talk of atrial signals. Technical services discussed considering an x-ray to assess the position of the coil in relation to the atrium. At this time, the right ventricular sensitivity was adjusted which resolved the oversensing. No adverse patient effects were reported. Additional information was received indicating oversensing continued to be observed along with the previously reported lightheadedness. The oversensing and symptoms appeared to occur when the patient goes to stand. Technical services discussed the lead position may be causing the oversensing. A lead revision procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued. This lead was surgically abandoned and replaced with another manufacturers lead. This report will be updated should additional information become available.

Manufacturer narrative:
Records indicate this lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this defibrillation lead experienced lightheadedness. It was noted that the patient is pacer dependent. Oversensing was observed which resulted in pacing inhibition of approximately two seconds. Review of the rhythm strip showed what appeared to be cross talk of atrial signals. Technical services discussed considering an x-ray to assess the position of the coil in relation to the atrium. At this time, the right ventricular sensitivity was adjusted which resolved the oversensing. No adverse patient effects were reported.